Event description:
When the inserter was pulled out after deploying the t1 implant during acl reconstruction, it was noticed that t1 implant was missing and the suture was broken. T1 remains in the patient and there is no plan to remove it.

Manufacturer narrative:
One device was returned for evaluation. No suture or t¿s were returned on the inserter. Actuator is in it post t2 position indicating a complete deployment. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. A review of the device history records and quality records associated with this manufactured lot confirmed that no abnormalities were reported. Due to these observations no root cause related to the manufacturing process can be established. No further investigation is warranted at this time. (B)(4).